Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads. Pending delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 32 mg/dl. The customer treated with juice and food. The customer's wife stated that the customer had experienced low blood glucose for a month. She stated that leading up to the hospitalization, the customer had gone missing for 5 hours and was found by the sheriff. She noted that the perceived cause of the low blood glucose was the insulin pump. It was found that the reservoir showed more insulin than what was shown on the status screen. The reservoir showed 120 units and the status screen showed 114.6 units. Upon troubleshooting, the insulin pump passed the displacement test. Advised the customer to speak with his doctor regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and missing end cap sticker.